Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); dater of surgery: (B)(6) 2014; surgery description: correction; patient info: (B)(6) years male patient. Problem observed during: into treatment/postoperative; body part to which device was applied: elbow; event description: breakage of the elbow unit, operative exchange of the central unit. The complaint report form indicates: the device failure caused adverse effects to patient (loss of distraction/correction achieved); the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required to exchange the unit; info on patient current condition: o.k. Fixateur is removed, function has regained as expected. On august 13, 2014, orthofix srl received the following info: the unit exchange was performed with a new surgery on (B)(6) 2014; copies of the operative report are not available; copies of the xrays images are not available. On august 28, 2014, orthofix srl received further info: first surgery description: monteggia fracture. Second surgery description: breakage of the connection between central elbow unit and humeral carbon rod. Patient current health condition: everything fine now. Fixateur is already removed. Good result. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 93410 lot v1298893 (component code 934110, lot v1298493) before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the info made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once results of the technical evaluation will be available. As soon as further info will be available, orthofix srl will provided you with a follow up report. Orthofix srl continues monitoring the devices on the market.